Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe, constant pain") in an adult female patient who had essure (batch no. 12530959) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycles"), abdominal pain lower ("cramping"), alopecia ("hair loss"), anxiety ("anxious"), depression ("depressed"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), endometriosis ("endometriosis"), scar ("scar tissue") and abdominal pain ("abdomen pain"). The patient was treated with surgery (laparoscopic vaginal hysterectomy (uterus & cervix) bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and abdominal pain had resolved and the menstruation irregular, abdominal pain lower, alopecia, anxiety, depression, female sexual dysfunction, dysmenorrhoea, fatigue, endometriosis and scar outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, menstruation irregular, pelvic pain and scar to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: confirmed proper placement and full occlusion. Most recent follow-up information incorporated above includes: on 11-mar-2019: plaintiff fact sheet received. Events per pfs: apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, endometriosis, scar tissue, abdomen pain were added. Lot number added. Essure implant and explant date was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe, constant pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycles"), abdominal pain lower ("cramping"), alopecia ("hair loss"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (surgical procedure with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, menstruation irregular, abdominal pain lower, alopecia, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, menstruation irregular and pelvic pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement and full occlusion incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.